Event description:
Allergan received a report that a female patient was treated on (B)(6) 2020 with coolsculpting to the inner thighs using a coolfit applicator. About three months post treatment the treated area became firm with visible enlargement. On (B)(6) 2o20 the patient was assessed by a physician and was diagnosed with paradoxical hyperplasia (ph). The patient also experienced redness, warmth, and hyperpigmentation to the treated areas, which persisted for a while before slowly fading.

Manufacturer narrative:
Corrected data d1 - brand name.

Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2020 with coolsculpting to the inner thighs using a coolfit applicator. About three months post treatment the treated area became firm with visible enlargement. On (B)(6) 2020 the patient was assessed by a physician and was diagnosed with paradoxical hyperplasia (ph). The patient also experienced redness, warmth, and hyperpigmentation to the treated areas, which persisted for a while before slowly fading.